Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: event summary: it was reported that a (B)(6) years old female patient experienced pain after the implantation of the devices on (B)(6) 2013 after an unknown time in vivo. The patient had a total of 4 surgeries. According to supplemental information received on (B)(6) 2015, patient was revised on (B)(6) 2015 due to loosening and pain. The complaint has been reopened on (B)(6) 2017, due to received legal letter which involves an examination report of a doctor dated (B)(6) 2015 and which indicates that the patient should undergo a revision surgery due to loosening and bursitis trochanterica. Review of received data: x-rays: only the x-rays belonging to the relevant time frame for the current case are described below. On (B)(6) 2013: right hip ap and femur ap compared to the previous ap x-rays, the trofix plate is still in situ. At least one of the plate¿s hooks is bent up. The two most distal screws are removed. A new revitan stem with two locking screws is implanted. There are two cerclage bands visible around the bone. On (B)(6) 2013: pelvis overview, right hip ap and second view compared to the previous ap x-ray, there are no obvious changes. As seen on the ap x-rays before the revision (starting from (B)(6) 2009) a sclerotic line is visible medially over the entire length of the proximal part of the revitan stem. Due to the different position of the second view compared to (B)(6) 2013 a comparison is not possible. On the ¿stem only¿ pictures the stem appears inconspicuous. On (B)(6) 2013: right hip ap and second view compared to the previous ap x-ray, there are no obvious changes. A comparison of the second views is not possible due to the different position. On (B)(6) 2013: femur hip ap and second view as seen on the ap x-rays before the revision (starting from (B)(6) 2009) the debonded parts deriving from the stem¿s coating implanted before april 2004 are still visible. The second views are not comparable. On (B)(6) 2013: pelvis overview and right hip second view compared to the previous x-rays, there are no obvious changes. On (B)(6) 2014: pelvis overview, right hip ap and second view compared to the previous ap x-ray, there is no obvious changes. The second view cannot be compared. One of the locking screws for the trochanter plate seems to be bent. On (B)(6) 2014: right hip ap and second view compared to the previous ap x-ray, the medially visible sclerotic line seems to be not anymore recognizable. The second view cannot be compared. On (B)(6) 2015: right hip ap and second view compared to the previous ap x-ray, there are no obvious changes until the height of the first locking screw of the revitan stem. Due to the fact that the distal half of the distal stem part is not displayed on the x-ray, this area cannot be assessed. The second view has a different position and cannot be compared. Medical records: report from (B)(6) - hospital (B)(6), to the patient and other doctors, dated (B)(6) 2013: the report summarizes the patient¿s hospital stay between (B)(6) 2013. The revision surgery was performed without complications on (B)(6) 2013. The cement free stem was removed via a transfemoral approach and replaced by a new revitan stem and a biolox forte ceramic head. The liner of the cup was replaced by a constrained liner. Postoperative the patient stayed for monitoring on intensive care for one night. The postoperative stay was mostly uncomplicated. Suture material could be removed on time with a primarily irritation-free wound healing. The postoperative and final x-rays checks showed a correct position of the implant and an inconspicuous articulation. (B)(6) families, care anamnesis, page 4, dated (B)(6) 2013: patient height: (B)(6) m, weight (B)(6) kg, bmi (B)(6). Letter from prof. Dr. (B)(6) to dr. (B)(6), dated (B)(6) 2015: the examination showed that the patient has bursitis. The pain that patient described would be a typical symptom of loosening. The available x-rays show significant hypertrophy of corticalis at the tip of the stem. This did not exist right after the implantation and therefore it indicates loosening. The stem should be not well fixed in the femur anymore. (B)(6) is visible medially and laterally to the corticalis. Due to the clinical and radiological findings it can be assumed that it is another loosening. The doctor suggests the revision of the stem. The cortical hypertrophy will lead to a periprosthetic fracture situation around the stem. Since the patient also complains of a pronounced bursitis trochanterica, doctor thinks that the trochanter plate should be also removed. If there is a loosening of the trochanter major region, doctor suggests the use of cerclage fixation rather than implantation of another plate. Furthermore, doctor recommends implantation of a cemented longer stem, since the other two cement free implants failed. As an alternative to this procedure, it is certainly also necessary to discuss in the present situation whether a proximal femoral prosthesis will be primarily implanted. This would allow a stable anchoring situation to be achieved and presumably also to address the bursitis trochanterica adequately. Letter from prof. Dr. (B)(6) to zimmer biomet dated (B)(6) 2016 : the doctor explains the situation before the revitan implantation on (B)(6) 2013. The letter includes details of the patient history and can be summarized as follows. Due to the hospital merger as well as the transfer of x-rays into the system, all x-rays older than 10 years were destroyed. In 2004 an eska stem with proximal ¿tripoden¿ coating was revised due to subsidence and loosening and replaced with the concerning revitan® stem. After 6 years in vivo a fatigue fracture of the trochanter with distension occurred. It is stated that the revitan® stem was completely inconspicuous. On (B)(6) 2010 the repositioning of the trochanter was performed successfully with a trofix® fixation plate. A ¿taper conflict¿ became radiologically evident for the first time on (B)(6) 2013. The revision surgery was performed on (B)(6) 2013 implanting another longer revitan® stem. The distal part of the revitan prosthesis was completely firm and the taper instable. Radiological evaluation on (B)(6) 2014 showed a well anchored revitan® stem, an inconspicuous taper and an irritation free trofix® fixation plate. There are still fragments of the ¿tripoden¿ coating visible, mainly at the lateral side of the trochanter. Afterwards, there is no further information about the patient available. Additionally it is mentioned that the assembly of the revitan® stem implanted in 2004 was performed ex situ with a torque wrench and a safety screw was used as well. The stem was impacted assembled and healed well into the bone. It is unclear if the remains of the ¿tripoden¿ coating had an influence. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: aseptic loosening due to insufficient primary stability due to design. => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Moreover, the material compatibility specification certifies the material resistance. Aseptic loosening due to insufficient secondary stability. => not possible: no signs of insufficient stability is observed in the received documents. Aseptic loosening due to movement of implant part (proximal or distal) leads to wear. => possible: the device was not returned for the investigation, therefore cannot be excluded. Aseptic loosening due to incorrect distribution of load due to design leading to stress shielding. => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Moreover, the material compatibility specification certifies the material resistance. Fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity, patient disregards limits of the device. => possible: no information regarding patient activity is known, therefore cannot be excluded. Thermal necrosis and/or implant loosening and impossibility to use MRI scanning due to MRI: magnetically induced displacement (force and torque), radiofrequency induced heating, image artefacts. => not possible: evaluation of interactions of magnetic resonance imaging (MRI) and risk assessment of clinical magnetic resonance imaging of patients with hip replacement covers that risk. Aseptic loosening due to surgeon unfamiliar with implantation technique of this stem design (early stability, e.g. Incorrect use etc.). => possible: surgical technique, explains the correct implantation technique, however this risk cannot be excluded. Migration and/or loosening of implant, stem breakage due to missing prox. Bone support and heavy and active patient due to surgeon unfamiliar with the correct indications and contraindications. => possible: surgical technique, explains the correct implantation technique, however this risk cannot be excluded. Aseptic loosening due to lms marking is not readable under or lighting, marking parameters are not sufficient enough, therefore wrong combination of components. => possible: the device was not returned for the investigation, therefore cannot be excluded. Loosening or fracture of components due to patient with high body weight leading to increased wear. => possible: patient is (B)(6) kg, with bmi=(B)(6) being slightly overweight, therefore the contribution of that risk cannot be excluded. Loosening of previously well fixed stem, damage of bone due to inadequate design of stem taper connection or instruments leading to high disassembly forces (unable to disassemble head from stem taper during revision). => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Moreover, material compatibility specification sap (B)(4) certifies the material resistance. Loosening or fracture of implant due to insufficient bony support of implant. => not possible: no signs of insufficient bony support is evident in the x-rays. - aseptic loosening due to incorrect distribution of load due to design leading to stress shielding. => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Moreover, material compatibility specification certifies the material resistance. Conclusion summary: according to the available information at hand, the patient underwent a revision surgery on (B)(6) 2015. There is neither revision surgery report nor x-rays after the revision surgery available for the investigation. Therefore, the exact reason of the revision is not known. According to the letter from prof. Dr. (B)(6) to dr. (B)(6) dated (B)(6) 2015, the patient had pain, bursitis trochanterica, and loosening of the stem was mentioned. The patient should undergo a revision surgery. However, the existence of loosening cannot be confirmed after the review of the available x-rays. Nevertheless, possible causes for a possible loosening of the stem include wear due to movement of implant part (proximal or distal), wrong behavior of patient, high patient activity, patient disregarding limits of the device, patient with high body weight leading to increased wear, surgeon unfamiliar with implantation technique of this stem design (early stability, e.g. Incorrect use etc.) And surgeon unfamiliar with the correct indications and contraindications. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that a female patient was implanted a revitan system (revitan dist. Curved 20/200 and revitan prox. Cylindrical 55) on the right side on (B)(6) 2013. On (B)(6) 2015, it has been reported to zimmer (B)(4) that the patient was suffering from pain. It has been later reported that a revision surgery was performed on (B)(6) 2015, due to pain, loosening, and trochanteric bursitis. It is assumed that all components were revised. Note 1: the revision date as been entered as date of event. Note 2: the actual device reported in (revitan stem) is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed.